Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported multiple charging systems would not communicate with the pt's ipg. It was reported the battery was depleted and the physician planned to replace the ipg. F/u identified the physician replaced the ipg, and it was reported the pt regained stimulation postoperative.